Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. If additional information is received a supplemental MDR will be submitted. Without additional information or return of the device the clinical observation cannot be confirmed and root cause remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a bioprosthetic valve was explanted after implant due to regurgitation. The explanted valve was replaced with a mechanical valve in a second operation the same day. No additional information was provided.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve additional information and return of the device were unsuccessful as healthcare provider reported no additional information is available. Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps is restricted. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after the initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the early post-operative period is due to procedural related issued and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received the cause of the event cannot be determined; however, surgical technique may have contributed to the event.

Event description:
Through follow up edwards learned the mitral bioprosthetic valve was explanted the same day as implant due to central regurgitation and leaflet tear. There were no complications reported.